Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a leak from the biopsy channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material exiting the channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to a pinhole on the channel tube causing a loss in water tightness. This finding was due to wear and tear damage with handling over time. Upon further inspection, it was observed that foreign material was coming out of the channel including the auxiliary water channel due to insufficient cleaning or handling of the scope. It was observed that the adhesive of the curved rubber was chipped due to deterioration. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. Lastly, it was observed that the grip had a scratch due to physical handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by insufficient cleaning (handling issue). The following information is stated in the instructions for use (IFU): "all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Residual disinfectant solution and residual detergent solution may cause adverse reactions in patients. Therefore, rinse all external surfaces and channels of the endoscope and accessories thoroughly with water to remove residual disinfectant solution following disinfection and residual detergent solution following cleaning.¿ olympus will continue to monitor field performance for this device.